Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. It was observed that the criteria for the right ventricular lead integrity alert were met and that the impedance of the right ventricular pacing lead was beyond the expected upper range.

Event description:
It was reported the lead was possibly fractured and the short interval count was noted. The lead was capped and replaced. No patient complications have been reported as a result of this event.